Event description:
The customer reported that the paramedics treated her low blood glucose. The blood glucose reading at time of the call was 166 mg/dl. Troubleshooting was performed. All the programming, bolus history, and daily totals were accurate. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.